Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead had previously noted atrial intermittent loss of sensing. The pulse generator had been reprogrammed until device change out. The lead was capped and replaced on (B)(6) 2016 successfully. The patient's condition was fine post procedure.